Event description:
It was reported that the scope failed to switch to 3d. The issue occurred during inspection. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: image noise and stickiness present on the control section. A root cause for the image noise could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to a break in the charged coupled device unit. Based on the results of the investigation, a root cause for the stickiness of the control section could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.